Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported patient burn could not be conclusively determined.

Event description:
During a lumbar left l2-l5 ablation procedure, a patient burn occurred. After completion of the procedure on a non-hairy patient, redness was noted at the site of the neurotherm grounding pad on the right flank. After a few minutes, the patient complained of pain and full thickness blisters appeared. The burn was 2" x 1/4" in size; however, no treatment was necessary. There were no performance issues with any sjm device.